Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient¿s right ventricular (rv) lead exhibited intermittent lack of pacing believed to be due to oversensing that appeared to spontaneously resolve. The rv lead remains in use. No patient complications have been reported as a result of this event.